Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The event resolved without sequelae (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that they experienced increasing spasticity. X-ray, interrogation/device data and laboratory testing was completed on (B)(6) 2019 and no abnormalities were identified. Medical or non-surgical intervention occurred on (B)(6) 2019 as 50mcg baclofen bolus was administered along with 20mg of oral baclofen. The event required in-patient hospitalization. The daily dose of baclofen was updated (B)(4) on (B)(6) 2019 with simple continuous dosing. It was reported that the cause of the increasing spasticity remains unknown. The patient was admitted into the hospital to further investigate what increased the spasticity. The pump system was checked if there was a dysfunction, but nothing could be found. Bolus was performed to check if the patient was responsive to the bolus. After bolus the spasticity disappeared, and patient was released. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was admitted into the hospital to further investigation what increased the spasticity. The pump system was checked to see if there was a dysfunction, but nothing could be found. A bolus was performed to check if the patient was responsive to the bolus. After the bolus, the spasticity disappeared and the patient was released. The etiology of the event was updated; the event was considered not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The baclofen bolus and oral baclofen were provided on (B)(6) 2019. The pump was reprogrammed on (B)(6) 2019; the baclofen dose was increased 5% to 378 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving compounded baclofen (2,000.0 mcg/ml at 329.6 mcg/day) via an implantable pump for an unknown indication for use. It was stated the patient reported increasing spasticity. The event date was (B)(6) 2019. The event resulted in in-patient hospitalization. X-ray, device interrogation, and laboratory testing were performed on (B)(6) 2019, revealing no abnormalities. Medical or non-surgical intervention was performed on (B)(6) 2019; a baclofen bolus of 30 mcg over 15 minutes was performed with good results and decreasing spasticity. The event was considered resolved without sequelae as of (B)(6) 2019. The event was considered possibly related to the device or therapy, and not related to the implant procedure. It was stated the reason for the increased spasticity was unknown. Further complications were not reported.